Event description:
Rv lead impedance warning - biotronik lead. High rv lead impedance warning 1159 ohms - threshold is set at 1000 ohms. Pt has disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).